Event description:
Additional information received identified the ipg was explanted and replaced with another model to resolve the issue.

Manufacturer narrative:
Manufacture has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the device as recommended. In turn the ipg deemed inoperable. Surgical intervention is planned to address the issue.